Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional info becomes available at a later time, this report will be supplemented. Please cross reference MDR report#: 2951238-2014-00227, 2951238-2014-00196, 2951238-2014-00202.

Event description:
Olympus was informed that at the beginning of lithotripsy procedure, the probe broke in half and fell inside the pt. The device was retrieved without incident and the intended procedure was completed with another similar device. There was no pt injury reported.